Event description:
A pneumothorax occurred during the procedure while performing a biopsy. A chest tube was inserted, and the patient was discharged later the same day in stable condition. No malfunctions were reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis confirmed the scope passed final qa/qc testing. Video review could not be performed due to log unavailability. The physician did not attribute the pneumothorax to the galaxy system, determining it was procedure-related and caused by the lesion's small size and proximity to the pleura, factors that made it a high-risk site for biopsy. The event is consistent with the known inherent risks of bronchoscopy. This complaint is reported due to the following conclusions: a pneumothorax occurred during a galaxy-assisted biopsy procedure. A chest tube was inserted, and the patient was admitted and discharged the same day. The physician did not attribute the injury to the galaxy system, determining it was related to the lesion's location and nature. No malfunctions were reported.